Manufacturer narrative:
Additional information was added: the lot was manufactured from july 15, 2019 ¿ july 16, 2019. The actual sample was received for evaluation. Unaided visual inspection did not identify any abnormalities that could have contributed to the reported condition. No foreign material was observed on the returned sample. Functional testing was not performed for the bag. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag had a foreign material. The foreign material was further described as a ¿yellow particle¿. The exact location of the particle was not specified. This issue was identified prior to use. There was no patient involvement. No additional information is available.